Event description:
Customer stated, "smelled rubber burning, then saw the cord spark." Customer did not claim injury. Product has not been returned. Without product returned the cause of the failure can not be determined. An investigation into the provided lot number from the customer found no other issues within the lot. An investigation into similar feedbacks for sparking found that the primary cause of other reported issues were customer misuse of twisting/ wrapping the cord. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts." Once product is returned a supplemental report will be submitted.